Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was damaged. The customer's blood glucose value was unknown at the time of incident. Customer reported that the insulin pump was dropped. Customer was advised to stop using the pump and revert to back up plan. The insulin pump will not be returned for analysis.